Event description:
It was reported that the patient is unable to connect to their ipg. Troubleshooting was unable to resolve this issue. Further intervention may be pending.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.